Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump alarmed again "no disposable clamp tubing¿. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed again "no disposable clamp tubing" and the screen reads stopped. Pump settings were reviewed. A continuous infusion rate of 1.9 ml per hour had been programmed, with a total reservoir volume of 68.6 ml and a given volume of 17.45 ml. The pump was restarted. The event occurred while in use with patient at patient's home and there was no patient harm.